Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: the basket of three ngage nitinol stone extractors did not function properly. Two of the complaint devices not opening properly were found while during testing the devices in an uncoiled position, prior to the stone removal procedure and had the same lot number (pr398011). The third device was able to remove stones from the kidney twice before the basket quit functioning and had an unknown lot number (pr400379).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: b3. Investigation ¿ evaluation: a representative of (B)(6) hospital informed cook on 22may2023 regarding an incident involving three ngage nitinol stone extractors (rpn: nge-022115) from lot # 15141588. During the preoperative check on (B)(6) 2023, it was found that the basket had an open/close problem (once the basket was closed, it was unable to be reopened). Another same product was brought out of the hospital inventory. The basket of the second product could be opened and closed, however it stopped opening/closing after being used about 2 times (reported under manufacturer reference #1820334-2023-00785). Then, the third same product was brought out, but the basket could not be opened/closed at all. This report addresses the first and third basket used. The fourth one was used to successfully complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned devices, were conducted during the investigation. Two devices were returned in opened packaging and found to be nonfunctional. The handle of one device does not actuate basket formation. The handle was disassembled and does not manually actuate. The handle of the other does not actuate basket formation. The handle was disassembled, and the basket formation was able to be manually actuated. No damage to either device was observed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR. The DHR for lot 15141588 recorded no non-conformances. A lot history search found one other complaint that had been reported for this lot that was likely related. Cook also reviewed product labeling. The product IFU, t_shef_rev1, did not provide any information related to the reported issue. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, inspection of the returned devices, and the results of the investigation, a definitive cause of this event could not be established. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of three ngage nitinol stone extractors did not function properly. Two of the complaint devices not opening properly were found while during testing the devices in an uncoiled position, prior to the stone removal procedure. The third device was able to remove stones from the kidney twice before the basket quit functioning. All three devices were tested before use. The patient's anatomy was not keeping the basket from opening or closing. A laser was not used at the same time as the baskets. The procedure was completed using a fourth device. No adverse effect on the patient has been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.